Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced issues with sensation and voluntary movement of the lower extremities. The device was explanted and the patient has recovered without sequelae.